Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist spoke with the patient/layperson regarding her in 2009 allegation of inaccurate high blood glucose followed by sweating. The patient had contacted a customer care advocate (cca) approximately 4 1/2 hours after testing at 6:30 a.m. The same morning. The patient reported the following information to this specialist. The patient tested at 6:30 a.m. With her one touch ultra2 meter, reportedly obtaining 140 mg/dl. She then took her usual morning dose of glypiside oral medication. She does not recall if she ate. Later (exact time not recalled but more than 20 minutes after testing), the patient was allegedly sweating and itchy. The patient tested, obtaining 147 mg/dl. The patient said that she doubted the result since her symptoms reflected low blood glucose. The patient ate to alleviate the symptoms. This specialist advised the patient to inform her physician, when she sees him in few days, that she had low blood glucose symptoms after taking her oral medication. Because the patient alleged to this specialist that her blood glucose results, were inaccurately high while her symptoms reflected low blood glucose, the complaint is reported. The cca replaced all products.